Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperatively on the day of implant, the patient presented with dizziness. It was noted that the right ventricular (rv) lead exhibited high and unstable thresholds. It was further reported that the right atrial (ra) lead had dislodged. Revision of the ra lead was attempted and the lead screw was deployed and retracted approximately ten times. The rv and ra leads were explanted and replaced. No further patient complications have been reported as a result of this event.